Event description:
Ufmw/medsun received reporting leakage/air flow issues with use of one (1) 46080-57 monitoring kit w/03ml flush device and tyco healthcare/kendall monoject lifeshield 18 ga blunt cannula. It was reported "..on post-op day 3, rn went to withdraw a blood specimen from the high pressure arterial line access port... Entered the distal port of the line using a lifeshield 18 gauge blunt tip cannula. Upon insertion of the cannula, blood leaked out and air bubbles came into the syringe. Upon further examination, the rn found slits in the access port membrane allowing for the leakage of blood and air. The high pressure line was replaced and the specimen was obtained without further incident. The patient was not harmed. She was discharged two weeks later to skilled care for ongoing recuperative care." The medsun report stated the device was available. Although requested, the device as of this date has not been returned to the manufacturer for analysis and investigation. The exact cause of this event remains unknown.